Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. Summary investigation.

Event description:
It was reported fistula was noted 3 weeks post operative. Antibiotics were prescribed and wound care was reinforced. Despite these efforts the infection did not area up and an I&d was scheduled. At the time of procedure the implant had to be removed. Symptoms as a result of the event: abscess, pain, edema, inflammation. Tooth location # 30.